Event description:
The customer reported missing images during recall of thumbnails. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and reloaded system software. System operates as intended. (B) (4).